Event description:
The customer reported that the unit was giving error code messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed and air/oxygen flow sensor calibration data error. The customer reported there was no patient involvement.